Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock delivered by their implantable cardioverter defibrillator (ICD). A device interrogation found that the shock was caused by noise from the patient's left ventricular assist device oversensed by the ICD. Programming changes were made. The patient was stable but admitted to the hospital.